Event description:
Reference number (B)(4). Event occurred in canada. It was reported that the patient faced a leakage event with an infusion set whose tubing detached from connector. The infusion set was in use for less than 24 hours. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.